Manufacturer narrative:
No product was returned. As per clinical review, the patient had ischemia on right leg with angiogram revealing occluded right femoral artery and the pump was explanted. Surgery was planned post explant. The cause of the limb ischemia issue was most likely patient condition related based on clinical review. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 51-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had a impella cp support ongoing when the team had to explant and replace/escalate to the impella 5.5 pump. This was due to the cp repo sheath being flow occlusive. Pulses were lost.